Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was stuck in warm up. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. Signal loss greater than three hours was observed in the data. The reported event of being stuck in warm up is reportable based on the finding of signal loss greater than three hours. No injury or medical intervention was reported.